Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning. Lead thresholds had increased, bipolar impedance was 207 ohms, and unipolar impedance was 292 ohms. There were also counts of low impedance of less than 200 ohms. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead warning was triggered. Right ventricular lead threshold has risen. Bipolar impedance is 207 ohms, and unipolar impedance is 292 ohms. There were also counts of low impedance of less than 200 ohms. It was further reported that the right ventricular lead continues to have low impedance. The right atrial lead has high thresholds. The patient reported falling in (B)(6) of 2011. Both leads remain in use. No patient complications were reported as a result of this event.